Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution, all zisv6-35-125-8-40-ptx devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label it should be noted that the instructions for use (ifu0118) states the following; "the zilver ptx drug-eluting peripheral stent is indicated for improving luminal diameter for the treatment of de novo or restenotic symptomatic lesions in native vascular disease of the above-the-knee femoropopliteal arteries having reference vessel diameter from 4mm to 7mm and total lesion lengths up to 300mm per patient." There is evidence to suggest that the customer did not follow the IFU. (Ifu0118) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could be attributed to abnormal use. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per input received from our medical advisor, the stent is intended for placement in the femoropopliteal arteries but was placed in the external iliac. The stent migration that occurred would have been a cascading effect of the off-label use. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, the stent moved proximally. Confirmed quantity of 1 device, confirmed used. According to the initial report, there was no adverse effects to the patient. Investigation findings conclude that a definitive root cause could be attributed to abnormal use. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per input received from our medical advisor, the stent is intended for placement in the femoropopliteal arteries but was placed in the external iliac. The stent migration that occurred would have been a cascading effect of the off-label use. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 23-apr-2025.

Event description:
A supplemental correction report is being submitted following a review of this complaint file on 04 jul 2025 and determination of updates being needed to annex codes and the investigation notes.

Manufacturer narrative:
A supplemental correction report is being submitted following a review of this complaint file on 04 jul 2025 and determination of updates being needed to annex codes and the investigation notes. Investigation - evaluation. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zisv6-35-125-8-40-ptx devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: it should be noted that the instructions for use (ifu0118) states the following; "the zilver ptx drug-eluting peripheral stent is indicated for improving luminal diameter for the treatment of de novo or restenotic symptomatic lesions in native vascular disease of the above-the-knee femoropopliteal arteries having reference vessel diameter from 4mm to 7mm and total lesion lengths up to 300mm per patient." There is evidence to suggest that the customer did not follow the IFU. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to abnormal use. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per input received from our medical advisor, the stent is intended for placement in the femoropopliteal arteries but was placed in the external iliac. The stent migration that occurred would have been a cascading effect of the off-label use. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent moved proximally. Confirmed quantity of 1 device, confirmed used. According to the initial report, there was no adverse effects to the patient. Investigation findings conclude that a definitive root cause could be attributed to abnormal use. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per input received from our medical advisor, the stent is intended for placement in the femoropopliteal arteries but was placed in the external iliac. The stent migration that occurred would have been a cascading effect of the off-label use. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On deployment of the stent, it moved proximally. They used another stent to extend the stent as a result. The procedure was successfully completed. 3.60 are images (e.g. Angiography, us etc.) Of the device and/or procedure available? N/a, yes, no -possibly. 3.61 was the device flushed before the procedure, as per IFU? N/a, yes, no -unkr. 3.62 were there any issues with flushing of the device? N/a, yes, no -unkr. 3.63 details of the access sheath used (name, fr size,length)? -cordis bright tip, unkr size 3.64 details of the wire guide used (name, diameter, hyrdophyllic)? -unkr. 3.65 what approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other -ipsilateral retrograde approach. ¿ please specify for other: ¿ if contralateral, was the bifurcation angle steep? N/a, yes, no. 3.66 what was the target location for the stent? -external iliac. 3.67 what artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other -external iliac. ¿ please specify for other: 3.68 was the wire guide removed from the patient prior to advancing the delivery system? N/a, yes, no -no. 3.69 if removed, was the wire guide wiped prior to advancement of the delivery system? N/a, yes, no -n/a. 3.70 did the stent delivery system cross the target location? N/a, yes, no -yes. 3.71 was pre-dilation performed ahead of placement of the stent? N/a, yes, no -yes. 3.72 was the patient¿s anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other -unkr. ¿ if other, please specify: 3.73 was resistance encountered when advancing the wire guide? N/a, yes, no -unkr. 3.74 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -no. 3.75 was resistance encountered when deploying the stent? N/a, yes, no -no. 3.76 how did the physician deal with any resistance encountered? -n/a. 3.77 was the stent fully deployed in the patient before removing the delivery system? N/a, yes, no -yes.